Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Concomitant product: 5076-45 lead, implanted (B)(6) 2004. (B)(4).

Event description:
It was reported that the right ventricular (rv) lead was noted with loss of capture on the holter monitor. Threshold measured at out of range low values. It was mentioned that the patient was hospitalized at the time with gastrointestinal issues. Reprogramming was performed. The lead remains in use. No patient complications have been reported as a result of this event.